Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the outer cover did not detach properly and separated from the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: upon recapping, the pen needle was not detached properly with the outer cover and it was separated from the outer cover.

Event description:
It was reported that the outer cover did not detach properly and separated from the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: upon recapping, the pen needle was not detached properly with the outer cover and it was separated from the outer cover.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.